Manufacturer narrative:
A complete anlalysis and testing of the insulin pump showed that it was functioning properly and passed all fucntioncal test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away due to shortness of breath and his blood glucose was going up and down. The wife stated that the cause of death was respiratory arrest. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.